Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set disconnected from the titanium adapter. This occurred during use of the devices for peritoneal dialysis therapy. To resolve the issue, the transfer set was replaced. The transfer set was used for 2 months. The titanium adapter was replaced as precautionary measure only. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set disconnected from the titanium adapter. This occurred during use of the devices for peritoneal dialysis therapy. To resolve the issue, the transfer set was replaced. The transfer set was used for 2 months. The titanium adapter was replaced as precautionary measure only. There was no report of patient injury or medical intervention associated with this event. No additional information is available.